Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir does not lock into place. The customer's blood glucose reading was 68 mg/dl at the time of incident. The customer was advised that the reservoir would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. However, a visual inspection was performed on the transfer guard needle was found not to be parallel to the transfer guards body axis.